Event description:
The customer returned the product for a damaged battery compartment, and during physical inspection it was found that the upstream occlusion (uso) seal was buckled, and the downstream occlusion (dso) seal was cracked. After investigation the results indicated a reportable malfunction due to the buckled uso seal and cracked dso seal. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a buckled upstream occlusion (uso) seal and cracked downstream occlusion (dso) seal. After investigation the results indicated a reportable malfunction due to the buckled uso seal and cracked dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso seal and dso seal, updated software, reset the unit to standard configuration, and the pump passed all functional tests and performed as intended after repair.